Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The account reported that the patient was admitted on (B)(6) 2020 for fluid overload and supraventricular tachycardia (svt). Electrophysiology (ep) was consulted for the svt. The patient was started on a lasix drip (gtt) for the fluid overload and an amiodarone gtt for the elevated heart rate. The patient was scheduled to have a cardioversion on (B)(6) 2020. It was also communicated that the patient was later admitted on (B)(6) 2020, for a cardiac ablation. The ablation was completed on (B)(6) 2020 without issue, and the patient was discharged on (B)(6) 2020. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30jan2019. The hm3 lvas instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for cardiac ablation. The procedure was completed on (B)(6) 2020 and the patient was discharged to home on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for fluid overload and supraventricular tachycardia. Emergency physician consulted for supraventricular tachycardia. Patient started on a lasix for fluid overload and amiodarone for elevated heart rate. Patient will have cardioversion on (B)(6) 2020.